Event description:
It was reported by a co representative that a handheld would remain stuck at the screen for v 8.0 installation and could not have the software to complete installation. The co rep indicated that she could navigate through the software to manually install, but it would not complete even though it would show the progression bar for the executable file. Troubleshooting was performed as by removing the batter and reseating the flashcard along with a hard reset but the issue prevailed. Add'l info was received from the area rep indicating that the resets did not work and re-installed the v8.0 software on the handheld. At the moment the reported handheld and flashcard remain in transit to be returned to the MFR.